Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown. On an unreported date, the patient was reportedly fine, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1961. On an unreported date, the patient experienced peritonitis. : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. On an unreported date and after an unknown amount of days of hospitalization, the patient was discharged. It was reported that the patient is "fine", but it was not verified if the patient was recovered or was recovering from the peritonitis. No additional information is available.